Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
A family member of the customer reported a motor error on the customer's insulin pump. The significant event leading up to the alarm was an MRI exam while wearing the device. It was advised that the customer discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.